Manufacturer narrative:
Upon review the lead, manufacturer report 2017865-2025-64233, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the lead.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2025 due to an unspecified issue. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.